Event description:
It was reported the sonicbeat tissue pad was peeling. This event occurred during a therapeutic procedure and the procedure was completed using a similar device. There were no reports of patient harm.

Manufacturer narrative:
E1 - initial reporter establishment name: (B)(6) ¿ (B)(6) hospital. The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.